Manufacturer narrative:
Product event summary for product ID# mc1vr01: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID#: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and no anomalies were found. The delivery system outer shaft was bent. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 5 cm and 11.5 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 16-dec-2019 ,device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. <(><<)>mfg date: 16-sep-2019, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), a perforation of the myocardium occurred resulting in pericardial effusion. Pericardiocentesis was performed to drain the extra fluid. The ipg was not implanted and the procedure was aborted. No further patient complications have been reported as a result of this event.